Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. The pump data was not reviewed due to another device issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (542 mg/dl) with small traces of ketones. The cause was not known. A bolus via the pump and insulin injections were administered to address the bg level. As the event had occurred in the past, tandem technical support advised the contact to discuss the event with a healthcare provider.